Manufacturer narrative:
(B)(4). Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a gastroplasty, the stapler stopped at the beginning of the shot not progressing. When the load was changed, it did not work, so it was replaced. No injury reported the current status of the patient is good status.